Event description:
During the device evaluation, the gastrointestinal videoscope displayed pulsating images. Additionally, the brush and forceps passage was found to contain gel.

Manufacturer narrative:
Based on the completed investigation, the root causes of the reported malfunctions could not be definitively determined. However, the issues are likely attributable to component damage. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.